Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the first proglide was used but the movement of the plunger was unstable. A second proglide device was used with the same result, and additionally the suture did not come out. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates: the first proglide device was advanced over the guide wire into the anatomy, when the plunger felt unstable, and the device was removed. The second proglide device: the plunger felt unstable when it was pushed into the body of the device and the suture was not harvested successfully.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unstable movement of the plunger was not confirmed. Per the report, the device issue was noticed during insertion into the anatomy and was removed immediately from the patient. The returned device was received with the foot opened and needles deployed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for the reported experience could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Two unused sterile proglide devices with the same lot number, 050316h, as the complaint device were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The second perclose proglide device is being filed under a separate medwatch MFR number.